Event description:
The patient underwent fibroid resection with morcellation of tissue approximately 8 and a half years ago. The patient was recently found to have an abdominal mass. The mass was resected and path revealed it was a leiomyosarcoma. The abdomen may have been seeded from morcellation of the fibroid. The device is no longer available. The lot/serial/model numbers are not known.